Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported separation was confirmed; however, the difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: trek. Guide wire: balance middleweight (2). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The procedure was to treat a lesion located in the bifurcation of the heavily calcified, mid left anterior descending artery (lad) and diagonal artery (da). Two balance middleweight guide wires were advanced, one in the da and the other in the lad. Two trek balloon catheters were used in a kissing balloon technique for predilatation of the lesion. The trek in the da was removed and the 2.25 x 18 mm xience alpine stent delivery system (sds) was advanced in an attempt to cross the lesion. The sds shaft buckled during the failed attempt and was therefore removed from the anatomy without issue. An attempt was then made to retract the 2.25 x 20 mm trek balloon catheter from the lad; however, upon retraction of the balloon catheter into the guiding catheter resistance was felt (unknown if it was with the vessel or the guiding catheter) and the balloon sheared off the shaft of the catheter and was left in the mid lad. A snare device was used to successfully capture the separated balloon from the anatomy. The procedure continued on with placement of a promus premier stent without further issue. The patient is stable. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.